Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional details regarding treatment will not be provided. The device was reportedly discarded and will not return to for analysis. A review of the device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.